Event description:
Repair center: alleged alarming/red light. The rexroth valve is stuck, the poppet valve is not shifting, the heat exchanger is leaking the tubing is leaking, and the sieve beds are saturated.